Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer went to the emergency room (ER) with a blood glucose was 25.2 mg/dl and was hospitalized. Reportedly, the customer lost consciousness. The customer was treated with a high glucose drip, and intravenous fluids of saline. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.